Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
It was reported that in fill #2/5, the cycler received the air detected in cassette warning. Patient said that there was no air lock or air gaps. Patient said that her local time is 3 am and she wanted to drain right away without delay. The patient went into stat drain and was unable to drain. The patient cancelled treatment. When patient removed the cassette, there was fluid leaking inside the pump door. The cycler was replaced.